Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the placement was difficult due to the patient's anatomy and the lead dislodged multiple times. The physician was able to eventually fix it, but the threshold fluctuated greatly. The lead was removed and a new lead was implanted with ideal parameters. No patient complications have been reported as a result of this event.